Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tip of an IV tubing set broke off into the "blue cap" with leaking of unspecified medications. Although requested, additional information has not been provided; there was no report of patient harm.